Manufacturer narrative:
Qn# (B)(4).

Event description:
During a central line insertion, the guidewire in the kit broke. The procedure was stopped, and the patient required a second venous stick using a new kit. There was no patient harm and the physician was able to fully remove the piece from the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. The guide wire was separated and showed evidence of use. Visual examination revealed the guide wire was unraveled and separated at the distal weld and had one kink in the guide wire body. Microscopic examination of the guide wire confirmed the distal weld was not present at the end of the coil wire, indicating it separated from the coil wire. The exposed distal core wire tip is discolored at the point of separation. The proximal weld appeared full and spherical. The major kinks in the guide wire body were measured at 513 mm from the proximal tip. The broken core wire measured 601 mm in length which is within the specification of 600 - 608 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.794 mm which is within the specification of 0.788 - 0.826 mm per guide wire product drawing. The undamaged portion of the returned guide wire was functionally tested per the instructions for use (IFU) provided with this kit which state, "advance spring-wire guide into syringe approximately 10cm until it passes through syringe valves." The undamaged portion of the guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The report that the guide wire separated was confirmed through examination of the returned sample. The coil and core wires were broken adjacent to the distal weld. The distal weld was not present at the end of the coil wire. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4):2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During a central line insertion, the guidewire in the kit broke. The procedure was stopped, and the patient required a second venous stick using a new kit. There was no patient harm and the physician was able to fully remove the piece from the patient.the patient's condition is reported as fine.